Event description:
Initially, it was reported that the patient was having increased seizures at or below their pre vns baseline and they were not feeling their magnet activations. An estimated battery life calculation was performed and showed the generator to have approximately 0.16 years till being at near end of service indication. Normal mode diagnostics were performed and resulted in output status: limit, lead impedance: high, a systems diagnostic test reported to be within normal limits. The patient had their vns generator replaced for nearing end of battery life. During the generator replacement surgery with a new 103 generator implanted a systems diagnostic test was performed and high impedance was attained. The test was repeated and same results, a pin reinsertion was performed and the same results attained. The lead was replaced for a suspected lead break and after the lead was replaced system diagnostic testing was within normal limits. The patient had no reported fall or injury preceding their high impedance. Good faith attempts have been made for the explanted product to be returned for analysis and thus far no product has been returned.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.